Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left total knee arthroplasty on or about (B)(6) 2008 and was implanted with a stryker knee implant. Allegedly on or about (B)(6) 2021 the patient was diagnosed with left knee pain that radiated down his leg and underwent revision surgery on unknown date.